Event description:
It was reported that during a laparoscopic appendectomy procedure, on the initial use of the device, the user went to close the device and the cartridge shot out. This occurred with the white reload that comes pre-loaded on the device. The account had a second device on the shelf with the same lot number and it was pulled to see if same issue occurred. The second device was removed from the sterile packaging and the device was closed. The cartridge stayed in place, but the account was not comfortable using the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atw35 device was received with the firing mechanism damaged and with a tr35w cartridge loaded on the device. The tr35w cartridge was received partially fired 1/8 and with the cartridge lock out tab damaged. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. The device record was reviewed and no anomalies were noted during the manufacturing process.